Event description:
It was reported that the device had a black screen; display not coming up. The device had no power. The reported problem occurred during patient set up. There was no report of patient or user harm. The remote service engineer (rse) advised the customer to check if the power cord is properly seated and there is 120vac at ac inlet. If present, check power supply connector j1 for 24vdc, and to replace power cord or power supply if needed. The customer called back to advise that a known good power cord was installed, and the problem has been corrected. The unit powers on and cycles normally, and leds on front panel are illuminated. The customer was provided with the part number of the power cord. Repairs will be completed by the customer.

Manufacturer narrative:
Additional information received from biomed stated the issue was resolved by replacing the power cord. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.